Manufacturer narrative:
Retainer ring = clear. Customer complained on (B)(6) 2017 the pump alarmed pump error 25. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2017 1:46:01 am. The power management graph confirmed pump error 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube) and cracked retainer. The p-cap/reservoir does lock properly. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2017 1:46:01 am due to software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for power error. The customer¿s blood glucose was 5.1 mmol/l. The customer stated that the internal power source in the pump is unable to charge. The customer was advised and explained the troubleshooting. The insulin pump will be returned for analysis.